Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted (B)(6) 2012.

Event description:
This procedure is part of create pas. The cas procedure date was (B)(6) 2012. On (B)(6) 2012 the patient presented outside the hospital with an intracerebral bleed. The patient remained comatose throughout hospital course and expired on (B)(6) 2012. Please reference MDR 2183870-2013-00006 for the spiderfx used in this procedure.